Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s freestyle libre 3 plus sensor had not yet displayed glucose values after a recent scan, and the agent advised that the sensor requires a warm-up period before readings appear; the user then manually entered a fingerstick blood glucose of 294 mg/dl into the ilet and received education on bg run mode. Symptoms included hyperglycemia. Outcomes included no medical intervention or hospitalization. Investigation included customer support review, guided troubleshooting, and user education. Investigation of this case revealed expected sensor warm-up behavior with no device malfunction, and the pairing concern was resolved through standard use and instruction. It was concluded, based on previously established findings for similar reports, that the cause was user education needed with no device failure.